Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that a sling procedure was performed and the pt developed complete urinary retention. The urinary retention lasted from approx 2 days to 2 weeks and was managed by catheterization.